Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the max hand control button had no tactile feedback. Upon testing the buttons, the max / min button stayed activated after it was released resulting in continuous activation. Cycling of the buttons, resulted in an alert screen of ¿reactivate two switch activation detected¿. In addition, no anomalies were observed with the opening and closing of the device. The ¿reactivate two switch activation detected¿ alert screen is associated with the hand activation button issues with the max / min button. The device was disassembled to inspect internal components and it was found that the max hand activation dome collapsed, this cause the device to stay activated after the max button was released. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused that the dome collapsed. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the jaws did not open and close properly. No error was displayed. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.